Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that the implant is broken. Components in use listed as concomitant devices are: so117p / prospace xp implant 5° 7x8.5x22mm; sj210r / prospace peek insertion instrument.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. Panasonic dmc tz8 digital camera. We made a microscopic investigation of the coupling surfaces at the left and right side of the implant. Here we found impacts caused by the insertion instrument. The distance between the lower edge of the impact and the upper edge of the coupling surface is 2.06mm. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: without further knowledge about the circumstances, we assume, that the damage on the implant was caused by incorrect positioning of the implant on the instrument and/or levering the insertion instrument during implantation. The impacts on the implant are a indication of this assumption. The insertion instrument was placed out of the coupling area and on the upper edge of the implant. The IFU warns against levering. A material defect or manufacturing error can be excluded. No CAPA is necessary.